Event description:
The device was removed due to a subcutaneous break. The device was placed at another facility. No further information regarding the incident is available at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible. As no manufacturing lot number has been provided by the complainant.